Event description:
The stepson of the home patient (hp) contacted baxter technical service representative (tsr) regarding a disconnect situation during therapy while using the homechoice (hc) system. Stepson relayed to tsr that hp wanted to end the therapy at dwell 1 of 4 since hp had become disconnected from system during therapy. Tsr advised stepson to call nurse or doctor and to start therapy over with nwe set of supplies. No patient injury or medical intervention was reported at the time of the initial report.